Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she received an alarm due to crimped cannula, four infusion set cannula was crimped after 3 hours of insertion. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
Initial and final MDR 1879857- device 2 of 4.